Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the subject device was returned with a third party- boston scientific inflation device. Visual inspection was performed on the device (balloon). Inspection found no cracks when visually inspected. Functional testing performed by connecting the device with reference (olympus maj-1740). A functional test found the balloon could not be inflated. In addition, air was supplied to the device while the balloon was soaked in water and air leaked from the proximal side of the balloon was observed. No other abnormalities were observed. Evaluation findings confirmed the reported issue of "balloon burst". Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
User facility reported during a therapeutic gastrointestinal dilation procedure, when the pressure was increased to 5.0 using an inflation device (maj-1740) to expand to 18mm size, the balloon burst. According to the reporter, since the dilation had already been completed, the balloon was removed. The intended procedure was completed with no impact, no harm to the patient. Balloon did not fall inside the patient due to rupture. Additionally, reporter stated, there was no problem expanding the size to 15mm and 16mm. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
H4 device manufacturing date field was updated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, there was a rip along the entire side of the balloon. Because of this, the balloon is impossible to inflate. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.